Manufacturer narrative:
Edwards lifesciences received echocardiographic images which were sent for review by an independent expert echocardiologist. The echocardiologist had following impression: immediately after implantation of a pericardial bioprosthesis that was complicated by problems with the valve holder, moderate central mitral regurgitation was noted. The appearance of the valve leaflets suggest external interference with leaflet opening, most characteristic of suture looping. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Without return of the device the cause of the event cannot be conclusively determined; however, surgical technique likely contributed to the event.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the root cause of the patient's regurgitation in this case is currently unknown. The valve was not returned for evaluation, as it remains implanted in the patient. Echo images have been provided and currently being assessed. The holder is also being returned for evaluation. A supplemental report will be submitted accordingly, as new information becomes available.

Event description:
Edwards received information that the white holder post with a blue adapter appeared to come off from the grey holder when pulled by the handle, likely due to pressure added to the valve holder by the handle. At implant, when the surgeon appeared to put strong pressure on the handle and turned the valve to left and right by a handle in order to slide the valve down to the patient¿s mitral annulus, the white holder post with a blue adapter appeared to come off from the grey holder and the valve. This valve was implanted without the valve holder and the sutures were knotted, then the stent post at the posterior leaflet appeared to interfere the patient¿s tissue like sticking out to the spared posterior tissue. The posterior part of the valve did not seem seated completely. Since there was a space between the valve and the annulus, the valve was explanted and patient¿s posterior cusp was removed, then the same valve was re-implanted without the valve holder while the patient was on bypass. After re-implant, although there was no problem detected at the water regurgitation test and there was no evidence of suture looping or over sizing, moderate regurgitation near the central area of this valve was detected under cardiac pulsation; however, third pumping was not attempted, and the patient was transferred to ICU. On the following day of the surgery, an echo showed that the regurgitation was not improved. The patient status was reported as ¿recovering,¿ and he has been starting to walk and have a meal. Patient¿s left ventricular function was good (ejection fraction: 70%) and re-operation has not been planned.

Manufacturer narrative:
Device evaluated by manufacturer: report of post with adapter came off from the holder was confirmed. Report of regurgitation could not be confirmed; valve was not returned. As received, the adaptor remained attached to the post with the suture intact, and was separated from the holder. The sutures on the holder appeared to have been cut at the cutting channels. During evaluation, the post was able to slide back into the holder and be placed it in original locked position. The post was then placed in the unlocked position, and was able to be pushed to the fully deployed position. Further assessment is being performed. When the assessment is complete a supplemental will be submitted.

Manufacturer narrative:
Through further assessment, a definitive root cause cannot be determined at this time. A manufacturing deficiency was no identified. The complaint trend was assessed and it was found to be in control. No further corrective or preventative actions are required. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.